Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely, it was noted that the patient had received one episode of an appropriate shock in a different programmed zone. Upon review, it was noted that the high-voltage vector had switched from its original programmed vector. Programming changes were made. The patient didn¿t experience any adverse events and will continue to be monitored.